Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up, interrogation showed low impedance values on the atrial lead. Noise was also noted. Plans were made to evaluate the lead via x-ray.